Event description:
A facility reported while using a glidescope titanium video cable during a patient intubation, the video display went blank. The procedure was able to be completed with manual/direct intubation. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The facility's glidescope titanium video cable was returned to verathon for evaluation along with the glidescope video monitor used during the procedure. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm the reported issue. The monitor passed visual inspection. When connected to verathon's test equipment, the monitor produced a normal image with no issues observed during testing. The monitor passed verathon's device functionality testing and confirmed to be within specification. Next, the tsr evaluated the returned video cable which failed visual inspection. The cable's connector housing was damaged and missing the connector lock. As a result, the cable would not stay connected to the test imaging device. The video cable failed verathon's device functionality testing. The glidescope video monitor operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the video cable was replaced and the monitor was returned to the facility as-is. Corrective action is not required at this time. Verathon will continue to monitor for trends.